Event description:
It was reported to philips that the device gave an error indicating the x-ray tube was overloaded, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. It is unknown how the cerebral procedure was completed as the customer did not respond. A philips field service engineer (fse) visited the site, checked the logfile and confirmed that the system displayed the message ¿tube overload: finish run¿. This is not an error but just a warning message to prevent the x-ray tube from getting overloaded due to many exposures runs in a short period of time, a bigger patient or a complex procedure. As a pre-caution the fse performed tube adaptation, tube yield, detector calibration, and level 1 iq performance checks. After performing all these tests, the system was returned to use in good working order. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.